Manufacturer narrative:
Date of event - estimated as the date of the event was not provided as is unknown.

Event description:
It was reported via social media that an air embolism and cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was attempted to be implanted. An air embolism was noted to have occurred and the patient experienced multiple strokes. The patient is now blind in their left eye and has limited used of their left arm and hand.